Event description:
Patient undergoing surgery physician was using suture to close incision when a needle broke in half & fell into the patient's abdominal cavity. Patient underwent additional surgical procedure, laparotomy, to retrieve piece of needle.